Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the colonovideoscope had bad water delivery from the air/water nozzle. The customer reported the device issue was found during inspection prior to a diagnostic procedure. The customer confirmed no delay in patient procedure but could not provide any additional procedural information. The device was returned to olympus for evaluation. During evaluation, foreign material was found, causing blockage at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported that the device was cleaned, disinfected and sterilized prior to return to olympus. The customer stated that during cleaning, chalk-like crystals were seen in the water but could not confirm the source of the foreign material. Regarding pre-cleaning: the customer reported there was no delay in pre-cleaning after procedures and the nozzle was flushed with air and water. Regarding manual cleaning: the customer reported there were no abnormalities in the reprocessing accessories and the air/water nozzle was wiped down as per device instructions (wiped with clean lint-free cloths, brushes or sponges). The customer confirmed the air/water nozzle was flushed with detergent solution. During device visual examination, the following additional issues were found: the up/down knob was cracked; the universal cord protector was scratched; the light guide connector was discolored; the flexibility adjustment ring's indicator was unclear; the switch box was discolored; the scope cover was discolored; the suction cylinder was sheared; the control unit was discolored; and the bending section cover adhesive was cracked. Examination showed scratches on several components, including: video cable; video connector; both directional knobs; switch box; scope cover; universal cord; hand grip; control unit; lock engagement lever; lock engagement knob; light guide connector; adhesive on the bending section cover; connector cover; and connecting tube. Finally, examination showed the light guide connector was not an olympus component; this indicated third party repair had been performed. The reported issue was confirmed during functional testing: the device's air/water supply volume did not meet with specifications and water could not be fully removed from the cylinder. Both issues were caused by the foreign material found in the air/water nozzle area. Functional testing also showed the up/down directional knob had excess play due to a worn angle wire. The up/down knob was cracked and no longer water-tight. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.